Event description:
It was reported that around the date of 06/2004, the physician experienced difficulty deflating balloon. The physician was unable to recall what the balloon type was. The physician stated that he was able to deflate the balloon after some time without patient complications. The facility has disposed of the device and that the cath lab staff has no recollection of the procedure.